Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be stress of repeated use, external factors, or handling of the device, leading to damage of the image sensor unit or circuit board components (such as disconnection, broken integrated circuit chips, or capacitors), which may have resulted in the malfunction. The event can be prevented by following the instructions for use which state: event, no image showed up: it was confirmed that instructions for ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the event. Event, noise on the image: it was confirmed that instructions for ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the event. Even the switch 2 (sw2) malfunction: it was confirmed that instructions for v ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device. `

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the flex deflectable videoscope exhibited image noise, and no image was displayed. Additionally, the switch 2 (sw2) did not work. There were no reports of patient involvement.